Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020 product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-dec-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 02-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported that one of their leads moved within the first 3 months after implant. Pt said they had to increase their top lead quite high and were having to gradually increase their other leads higher and higher. Pt said they didn't see their current pain hcp because their pain is bad and the pt wanted tramadol, so they switched to a new pain hcp. Pt was re-directed to hcp to address the issue. Pt was unsure as to which pain hcp they would meet with.